Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown nexgen lps-flex gsf femoral, catalog#: ni lot#: ni, unknown nexgen lps-flex articular surface, catalog#: ni lot#: ni, unknown nexgen all poly patella catalog#: ni lot#: ni.

Event description:
It was reported that patient underwent initial right knee arthroplasty. Subsequently, the patient was revised due to pain and instability. During the revision, the surgeon noted the tibial tray was slightly loose.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intra-operative complication was noted in both primary and revision surgery. During the revision surgery, the surgeon noted tibia was removed easily. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.